Event description:
A customer reported difficulty pressing the quick bolus/wake button on their pump, which required multiple attempts to activate the screen. It was confirmed that there was no adverse impact to the customer's blood glucose level. The customer was assisted in removing the pump case, believed to be causing the issue, and was provided an instructional guide for case removal and cleaning. Further troubleshooting was completed, and no additional actions were required.